Manufacturer narrative:
Received one used list #142560488 primary plum set attached to a bag spike adapter with spiros. As received the inlet and outlet filters of the micron filter appeared to be wetted out. The filter vent was also wetted out. The returned sample was leak tested per product specification. There was leakage coming from multiple locations in the filter vent with the cap open. There was also leakage at the inline filter from both the inlet and outlet filter of the micron filter. The complaint of leakage on micron filter can be confirmed. The probable cause of leakage both in the micron filter and filter vent is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received. E1 initial reporter phone number: (B)(6).

Event description:
The event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch where it was reported there was leakage of taxol on micron filter during infusion. There was no other physical defect reported in the involved product. There was no unprotected chemo exposure to patient or healthcare provider. There was patient involvement, no patient harm and no healthcare provider harm.